Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-01479. It was reported the patient experienced right and left flank pain intermittently regardless if stimulation was turned on or off, and the pain was not in the target pain area. The patient went to the emergency room where x-rays, computed tomography (CT) scan and blood tests were ordered. Although the source of the flank pain was not determined, the physician explanted the system.